Event description:
(B)(6) study. It was reported that the implant did not seal. On (B)(6) 2017, the patient underwent a left atrial appendage (laa) closure procedure. A 30 mm watchman laa closure device was successfully placed with complete laa seal and deployed device diameter of 25.7 mm. Prior to the index procedure, aspirin was administered and after the implant the patient was started on clopidogrel. The patient was discharged the following day. On (B)(6) 2018, patient presented for 1 year follow up. A transesophageal echocardiogram (tee) was performed and a leak was found. Exact size of leak is unknown. It was decided to perform a coiling procedure at a later date to close the leak. On (B)(6) 2019, patient underwent coiling procedure of the laa with multiple coils deployed until contrast injections and tee showed no evidence of leak. The event was considered to be resolved and the patient was discharged the same day.